Event description:
A (B)(6) customer called after she performed control tests and received results of 11, 16 and 12 mmol/l. The normal control range was not provided, but should be around 5.8-8.1 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a backup meter were sent to the customer.